Event description:
A customer reported the uom setting of their freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.